Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated that a cartridge type was used. Not enough information was provided to conduct a review on the cartridge used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was received by questionnaire on (B)(4) 2014. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens had dislocated. The lens was exchanged for the same model lens. In a follow up, the surgeon reported that the event had resolved following the lens exchange.